Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and taken to the lab for evaluation. Visual inspection identified that the tips of the jack screws have broken off. The device was plugged into an ac outlet. The connector was plugged into the stryker crossfire shaver system. A stryker formula 180 shaver was plugged into the connector. Then the ¿d¿ shell connector was plugged into the back of a duo pump. The run/stop button was pressed on the pump, the shaver was activated, and the pinch valve activated as expected. The shave was turned off and on several times and the device functioned as intended. This complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. A batch record review has not been conducted for device because it was manufactured by fms in nice, france. This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that prior to a shoulder scope procedure two of the customer's hand control interface cables (stryker) would lose power. Also, the mode button on the customer's vapr 3 foot pedal does not work. The procedure was completed with other like devices with no patient harm or surgical delay. The sales rep was not present therefore could not provide any further information. The devices will be returning for evaluation.